Event description:
It was reported that the device was used during a thoracotomy. It was reported by the rep that the contact person stated that the surgeon tried to fire the device but it didn't fire. When the surgeon fired, the staples only formed part way. The surgeon sewed the rest of the way. The surgeon was unavailable for interview. There was no consequence to the pt.